Event description:
Pt called in 2002 alleging that their ot basic was reading inaccurately low. On the day of the incident (unknown), pt stated they were getting low readings throughout the day (results unknown). Pt ate maple syrup to bring up their sugar. In the evening pt began to feel ill, "pt could feel their blood rushing through their body". Pt tested on their meter and obtained a reading of 17 mg/dl. Pt called the ambulance and they took the pt to the hosp. At the hosp the pt obtained a reading of 465 mg/dl. Pt was kept overnight for observation and treated with insulin. Pt was released the next day. Pt stated the meter is now working fine. No further info to report.